Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). It was noted that the patient paces very little in the rv. The lead was found to have dislodged. Surgical intervention was undertaken. The lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.